Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were sticking down. Customer stated the battery needs to be replaced less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, label damage, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, active current measurement, and self test. No button error alarm noted upon testing. However, device received with unexpected battery power loss and had high sleep current, problem isolated to electrical board due to high leakage current from failed capacitor. (B)(4).